Event description:
It was reported that during an unknown procedure, the "jaw" of the thunderbeat device had broken off. The physician had to search for the broken part in the patient's abdomen. It was noted that the device and "jaw" were available for return. Additional information was requested but not available at this time. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields: d9, h3 and h6. Corrected field: d4 lot#. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 15.33 mm from its distal end and the broken probe tip was returned. Based on the results of the investigation, the definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.